Event description:
It was reported that during a cholecystectomy procedure, the surgeon went to clip the cystic duct and the jaws locked, and would not open. They got a new device and clip around and cut the device off. There was no patient consequence.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.